Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking from the connection/inside the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: the lot was manufactured from february 1, 2016 to february 4, 2016 the device was returned for evaluation. Visual inspection noted fluid contained inside the housing which indicated leakage has occurred. A functional leak test was subsequently performed in order to identify the exact location of leakage inside the housing. Approximately 10 to 15 minutes after filling, a leak was visually observed at the welded area of the volume indicator port located inside the housing. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.